Manufacturer narrative:
A review of the device history records was performed. There were no material record reviews, nonconformance reports, or complaint related issues with this lot.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reaming procedure was almost complete upon breakage and reaming was successfully completed using synthes flexible reamer.

Event description:
It was reported that while reaming for reamer/irrigator/aspirator (ria) using a 14.0mm reaming head the ria drive shaft broke where it connected to the jacob¿s chuck. It was reported that seal was a cover on the end of the drive shaft and came off with broken drive shaft tip. Broken drive shaft tip and seal were retrieved. Reaming procedure was almost complete upon breakage and reaming was successfully completed using synthes flexible reamer. Patient was not affected and surgery was continued without delay. Additionally, post-operatively the ria drive shaft was unable to be disconnected from the ria tube assembly on the back-table but was able to disconnect by sterile processing department (spd). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product development evaluation shows, the ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage due to wear. The drive shaft has a manufacture date of 6/7/2005. As the drive shaft was over 9 years old at the time of the complaint, it is likely that the failure was caused by wear from the jacob¿s chuck over time. The drawings were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instruments did break, the complaint is confirmed. However, the complaint condition is the wear rather than a design deficiency; the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.